Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had been experiencing a power error for the past 2 weeks. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that their sensor glucose was out of range and the pump kept going off and suspended day and night. Troubleshooting was not completed as the customer declined. The customer wanted the pump replaced. The insulin pump will be returned for analysis.